Event description:
Same case as MFR#: 2134265-2012-05907. It was reported that during a percutaneous coronary intervention procedure, unstable rotation occurred during ablation. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid-left anterior descending artery. The rotational speed of the 1.75mm rotablator rotalink plus burr was unstable during ablating the lesion, over a rotawire ex support guide wire. The device was tested together outside the patient. Severe resistance moving the burr over the wire was noted. The procedure was completed with another of the same rotalink plus devices and another of the same rotawire guide wire devices. No patient complications were reported and the patient's status is good.

Event description:
Same case as MFR #: 2134265-2012-05907. It was reported that during a percutaneous coronary intervention procedure, unstable rotation occurred during ablation. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid-left anterior descending artery. The rotational speed of the 1.75mm rotablator rotalink plus burr was unstable during ablating the lesion, over a rotawire ex support guide wire. The device was tested together outside the patient. Severe resistance moving the burr over the wire was noted. The procedure was completed with another of the same rotalink plus devices and another of the same rotawire guide wire devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).bsc ID# a00351386 tw# 3062226

Event description:
Same case as MFR#: 2134265-2012-05907. It was reported that during a percutaneous coronary intervention procedure, unstable rotation occurred during ablation. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid-left anterior descending artery. The rotational speed of the 1.75mm rotablator rotalink plus burr was unstable during ablating the lesion, over a rotawire ex support guide wire. The device was tested together outside the patient. Severe resistance moving the burr over the wire was noted. The procedure was completed with another of the same rotalink plus devices and another of the same rotawire guide wire devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile inspection revealed the device appearing visually correct and does not present indication of any defect or anomaly. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).